Event description:
Customer states: after 3 days use on a patient, a nurse confirmed a leakage from the cuff at hospital. Customer confirmed extubation and recannulation of a replacement tube was required. Customer confirmed no patient harm. Pre-test of cuff was done but its detail is unknown.

Manufacturer narrative:
The sample associated to this report is expected to be returned for analysis. If the sample is returned, a summary of the investigation will be provided in a supplemental report.